Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level was reported as "high" due to the occlusion events. To address the high blood glucose, the customer administered a correction bolus via the pump without needing third-party assistance. They resolved the issue by changing the infusion set and cartridge and resumed insulin therapy.